Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: a review of the alarm history indicated frequent low battery warnings had occurred. Visual inspection revealed that the top of the battery cap was damaged. The cap was difficult to attach to and remove from a test pump. The pump¿s electrical draws were tested and were found to be within required specifications. The pump powered on normally and successfully completed rewind, load, and prime steps. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue with damage to the top of the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.